Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problems. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported the equipment locked and turned off prior to a procedure but after the pt had received peribulbar anesthesia. There was no harm to the pt.